Event description:
It was reported that during a resection of the bronchial tubes, there were no complications reported. On the 5th day, the staple line opened. The surgeon assumed that the cartridge size chosen was to small. This resulted in a reoperation. During the second procedure, the staple line opened again. This time the surgeon realized that the cartridge size was wrong and he overstitched it by hand. The pt is slowly recovering.

Manufacturer narrative:
Information anticipated, but unavailable at this time.